Event description:
It was reported by dealer that the left side front rigging will not stay attached on the v18rlr wheel chair. Dealer thinks there is a part missing and there is no tension, which does not allow it to stay together.